Event description:
It was reported that the pump was malfunctioning while running at the plateau rate, it repeatedly showed a downstream occlusion alarm even though there were no visible kinks in the line. The pump responded to increased downstream pressure with a slight delay of about 2 seconds. The alarm continued even after the pump was removed from the patient¿s home, suggesting possible damage to the downstream occlusion (dso) sensor. The patient was prescribed daily hydration infusions at 500 ml per hour. The pump setup was completed successfully, and the patient was able to start therapy. However, the occlusion alarm kept appearing and disappearing quickly, making it difficult for the patient to clear it. The patient tried to fix the issue by replacing the cassette, but the problem continued. Because the alarms occurred frequently, especially at night, the patient often stopped treatment early due to frustration. The therapy involved 0.9% sodium chloride, and treatment was ended earlier than planned because the patient could not clear the alarms. There was a patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.